Event description:
It was reported that a temperature alarm occurring on their pump. Customer¿s blood glucose level did not exceed 500 mg/dl and was within normal range. Customer reverted to using multiple daily injections as a backup therapy.